Event description:
As reported the tip end of the 6f 100 cm judkins right 4 (jr4) vista brite tip guiding catheter was found cracked during prep prior to stenting surgery. The device was not used in the patient. There was no reported patient injury. There were no anomalies noted when the product was removed from the package. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). The device is expected to be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported the tip end of the 6f 100 cm judkins right 4 (jr4) vista brite tip guiding catheter was found cracked during prep prior to stenting surgery. The device was not used in the patient. There was no reported patient injury. There were no anomalies noted when the product was removed from the package. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). Without the return of the device or images for analysis, the reported customer event ¿brite tip/distal tip-cracked¿ could not be confirmed. Storage or handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.